Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 1 tigertail flex tip. Kink was present towards the end of the stent. Also received 2 photo samples. First photo sample shows top view of tigertail flex tip within enclosed packaging. Second photo sample zooms in on location of kink present on tigertail flex tip. Based on the photo and physical sample received the reported event is confirmed. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be inappropriate package design. However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review is not required as labeling would not have prevented the reported event. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer experienced a fault on the second tigertail ureteral catheter, product appeared to be kinked or narrowing at the proximal end. It was stated that this incident occurred before use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer experienced a fault on the second tigertail ureteral catheter, product appeared to be kinked or narrowing at the proximal end. It was stated that this incident occurred before use.